Event description:
It was reported that the patient¿s therapy was great initially and had been partially effective for a few years. It was noted that as the patient¿s disease had progressed the patient would have dyskinesia in her leg and tremor in her hand on the same side at the same time. It was noted that it was frustrating turning it up would make one thing better and the other worse. It was further noted that about 4 years prior to the date of this report, they had redone the lead on one side and it was still not perfect but the patient was living with it. The patient stated ¿happened a few times where an error was made in programming and she had to come back the next day to have it redone.¿ the patient was switched from monopolar to bipolar. Patient¿s frequency was increased due to tremor being worse so it was switched from 135 to 175 which was done a week prior to the date of this report and the whole weekend the patient was miserable saying she felt wound up. The patient had gone back on monday following the weekend and was switched to a lower frequency and on that same day after going home, the patient had noted that the frequency range was screwed up. It was noted that a different time it was tried to be modified so the patient could change the amplitude and frequency and the frequency was changed up but the patient was unable to turn up the voltage and had to go back in 2 days later. Patient was put back to where it was and patient went back again for another try at increasing the frequency but that had not worked so the patient had gone in the day prior to the date of this report to turn the frequency back down to where it was before and something was screwed up because, she was unable to turn up the voltage beyond 2 volts so they had to go back to the previous range which was 1.5 volts to 3 volts. The patient had been in 3 different times in the week prior to the date of this report to make changes. Patient would be miserable for a few days and then the healthcare professional would change it. The patient¿s lead position was not optimal. Additional information received reported the cause of the event was improper lead placement. The event was attributed to the lead. A surgical revision of the lead was done in 2010. The patient had not required hospitalization and the patient outcome was non-serious illness/injury. It was noted that the patient had not been seen in the office since 2012.

Manufacturer narrative:
Product ID 37642, serial# (B)(4); product type programmer, patient product ID 3389s-40, lot# v357495, implanted: 2010 (B)(6); product type lead product ID 3389s-40, lot# v355055, implanted: 2010 (B)(6); product type lead product ID 3389s-40, lot# v285199, implanted: 2010 (B)(6); product type lead product ID 37085-60, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 37085-60, serial# (B)(4), implanted: 2010 (B)(6); product type extension. (B)(4).